Event description:
It was reported that during a stenting treatment procedure, stent damage and withdrawal resistance occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. Pre-dilation was performed with a 2.5mm non-bsc balloon and a nc quantum apex balloon. A 2.5x28mm promus element stent was advanced but could not cross the lesion and was removed. Next, a micro catheter was advanced to the ostium of the lcx artery. Then the same 2.5x28mm promus element was again advanced and deployed between 14-16 atms. Post dilation was performed with a nc quantum apex balloon inflated to 20 atms. Another lesion was noted distal to the previously placed stent and a 2.5x12mm promus element was advanced without resistance, but the distal portion of the 2.5x12mm stent became hung up at the mid point of the previously implanted stent and could not be advanced further. It was decided to withdraw the stent but severe withdrawal resistance was met, so the 2.5x12mm promus element stent was withdrawn with the micro catheter. Upon removal and examination, stent damage was noted. There was no impact to the implanted 2.5x28mm promus element stent and there was good flow through the vessel. No further treatment was attempted. No further patient complications were reported and the patient status was stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage and withdrawal resistance occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. Pre-dilation was performed with a 2.5mm non-bsc balloon and a nc quantum apex balloon. A 2.5x28mm promus element stent was advanced, but could not cross the lesion and was removed. Next, a micro catheter was advanced to the ostium of the lcx artery. Then the same 2.5x28mm promus element was again advanced and deployed between 14-16 atms. Post dilation was performed with a nc quantum apex balloon inflated to 20 atms. Another lesion was noted distal to the previously placed stent and a 2.5x12mm promus element was advanced without resistance, but the distal portion of the 2.5x12mm stent became hung up at the mid point of the previously implanted stent and could not be advanced further. It was decided to withdraw the stent, but severe withdrawal resistance was met, so the 2.5x12mm promus element stent was withdrawn with the micro catheter. Upon removal and examination, stent damage was noted. There was no impact to the implanted 2.5x28mm promus element stent and there was good flow through the vessel. No further treatment was attempted. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with a guide catheter and a guide wire, the guide wire was within the returned device and had solidified blood present. The stent was returned separately. The stent was damaged. Nine strut rows of the stent were undamaged but the remaining rows were bunched. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. No kinks or damage were noted along the shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).